Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile, 525cc saline, catalog: 3501685, lot: 6813960, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with mentor smooth round moderate profile 525cc saline breast prostheses. Deflation of the left breast prosthesis was confirmed by physical examination. As a result, the patient was scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
On 6/26/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the correct date of explantation was (B)(6) 2018. Mentor also became aware that the replacement devices were the following devices: mentor smooth round moderate plus profile 600cc saline catalog: 3502600, lot: 7546639, sn: (B)(4), and mentor smooth round moderate plus profile 600cc saline catalog: 3502600, lot: 7546639, sn: (B)(4). Device investigation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.1 cm was on the posterior aspect. No other anomalies were discovered. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).